Event description:
Add'l info rec'd from MFR 8/20/03: the customer provided no sample or lot number therefore, co was unable to perform a failure investigation. During incoming quality control inspections, the bond strength of the drain is randomly tested at the bonded area of the flat drain to the tube as this is worst case. The acceptance criteria is a minimum value of 11 pounds. Previous investigation have showb that the most likely cause of the drain breaking is from accidental nicking or puncturing of the drain during placement or removal. The instructions for use (IFU) provided detailed info placing and removing the drain and cautions against any form of handling that may result in drain damage and/or breakage. The IFU also warns that surgical removal may be necessary if the drain is difficult to remove or breaks. The company has no info to suggest that the event was the result of any product deficiencies but rather is a known short-term complication of drain usage.

Event description:
Jackson pratt drain was being removed. When traction was applied to the tube the white long piece broke off and was left in the patient.